Event description:
The fixator was applied for a tibial shaft fracture. Four days later it was noted that one of the wire carriage bolts was broken. The bolt was replaced. There was no injury to the pt.